Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The consumer reported that the ins battery went bad and a new implant was put in. This was noted to happen a couple of months before the current ins was implanted. No further complications were reported.